Event description:
Additional information received confirmed that an axiofemoral bypass was performed and the intervention resolved the occlusion. The patient is doing well.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the exact cause of the occlusion could not be conclusively determined from the films provided. The pre-implant anatomy information and films at implant were not provided. The blood flow dynamics at implant was unknown. The 1-month post-implant cta's provided showed that beginning approximately 1.5 cm below the top of the graft fabric, the bifurcate and the limbs were 100% occluded. The limbs placed within the distal aorta was compressed most likely due to the small distal aorta. The distal aorta diameter ranged approximately 20-17 mm along a 1 cm length. The limb stent graft compression within the distal aorta may have resulted in the occlusion. This occlusion may have also been caused by a patient condition: poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad.

Event description:
An endurant ii stent graft system was implanted in a patient for the emergent endovascular treatment of a contained ruptured abdominal aortic aneurysm. The patient then had a femoral to femoral bypass the day after the index procedure to treat occlusion in the right endurant ii stent graft limb. It was reported that approximately thirty-one days post index procedure the endurant ii left limb was observed to be occluded. The physician elected to schedule the patient for an axillofemoral bypass. Per the physician the cause of the occlusion was unknown. No additional clinical sequelae were reported and the patient is being monitored by their physician.